Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c1-2 to treat an atlantoaxial subluxation. It was reported that the guidewire broke off during insertion. The fragments were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visual review identified approximately ~10mm of the proximal tip broken off and not returned for analysis. Optical inspection of the shaft identified axial galling in multiple locations near the fracture surface, consistent with off-axis trajectory while under power. Helical fracture surface morphology suggests torsional overload. Dimensional inspection confirms shaft diameter conforms to print specification. The above observations are consistent with torsional overload of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.